Event description:
The patient underwent extraction of a left ventricular coronary sinus lead with placement of a left ventricular epicardial lead. After opening the pericardium the screw-in lead was then placed epicardially. At the start of the placement, a spring from the device used to attach a pacemaker fell out of the device into the surgical field, not into the patient. The physician removed the spring from the field. **submitting report to clear queue. No further information is available and no action is expected. **